Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced post operative complications. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies seroma and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jul-2018) is considered to be a best estimate. This record represents the 3dmax light large (right). An additional MDR has been submitted to represent the 3dmax light large (left). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "analysis of learning curve of laparoscopic trans abdominal preperitoneal (tapp) inguinal hernia repair" this retrospective study evaluates laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair performed by single surgeon in 55 patients (53 males and 2 females). The study included a total of 79 repairs, including 31 unilateral and 24 bilateral cases between july 2018 and january 2020. Hernia types included direct (n=50), indirect (n=23), and combined (n=6), with some recurrent cases (n=3). A bard 3dmax light polypropylene mesh (10 x 16 cm) was used in all cases, positioned with adequate overlap and fixed using a single tack at cooper's ligament, followed by peritoneal closure with 3-0 prolene. Postoperatively, complications included seroma (n=7) particularly in patients with large hernia sacs. Two patients (n=2) developed neuropathy. One patient complained of chronic pricking type of inguinal pain, while the other developed numbness over the lateral aspect of groin and thigh (meralgia). There was one medial recurrence (n=1) noted during the follow up period in a patient who had a large hernial sac with both direct and indirect components. The article concludes that the tapp inguinal hernia repair demonstrates a relatively short learning curve, with operative time stabilizing after about 16 cases. The technique is safe and effective, with low rates of major complications and recurrence comparable to reported tep outcomes. These findings support tapp as an accessible and reliable option, particularly for large or complex hernias. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR. This file represents 3dmax light (right).